Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2020. H3 evaluation:the analysis results confirmed mic4036 cartridge (e) was received sterile and with no apparent damaged. The cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The clips were form as intended and conforming. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be observed as the clips performed without any difficulties noted.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number pmbchjq0, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many of the total quantity were actually involved for reported issue? All clips sent for complaint have been involved. The exact number can be seen in the complaint issued. If clip did not close, some clips couldn´t grasp with the lapra ty: was the issue related to applier device component? Or was the issue related to clips? The applier device is a new one and the other applier device used in the second surgery was recently in maintenance. So therefore the issue was related to clips. Note: event reported in 2210968-2020-01938, and 2210968-2020-01940.

Event description:
It was reported that a patient underwent a gastric bypass procedure on an unknown date and suture clips were used. During the procedure, the clip didn´t close. The clip couldn´t grasp. There were no adverse patient consequences. No additional information was provided.